Event description:
It was reported that a small volume infusor leaked during storage. The drug involved was unknown. The leak was suspected to be from the blue winged luer cap, however the exact location is unknown. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 2

Manufacturer narrative:
(B)(4). This lot was manufactured between april 10, 2014 and april 11, 2014 . Baxter received one sample for evaluation. Visual inspection noted fluid inside the package that contained the unit. When the unit was removed from the package, the leak was visually identified to be coming from an untightened blue winged luer cap. The unit was filled and the luer cap was tightened and monitored, no leak was observed. The unit met product specification; no leak was observed when the blue winged luer cap was properly tightened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.